Event description:
It was reported that both t1 and t2 deployed together. Both t's were removed from the patient. A backup was used to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.